Manufacturer narrative:
Immucor technical support could not use remote electronic connection method for assessment. On 25jun2018 an immucor field service engineer inspected the galileo neo instrument serial number (B)(4) and found residual volume out of spec at 1.90g; field service engineer adjusted residual volume to 0.55g successfully. Fse also retrieved files necessary for immucor technical support to assess camera images, event logs and result batches. Images show slight adherence and a slightly smaller cell button in cell 3 of capture-r ready-screen lot number r972, too weak to be resulted equivocal by the galileo neo instrument. Immucor technical support advised customer that they were unable to rule out sample as cause of the unexpected negative result and advised of limitation in package insert: negative reactions will be obtained if the test specimen contains antibodies present in concentration too low to be detected by the test methods employed. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody screen when tested on a galileo neo instrument, when tested on (B)(6) 2018.